Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the numbers on the insulin pump kept ramping or the scroll bar kept moving up and down without input from the customer. Event occurred during normal use. Customer's blood glucose was 150 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response on up arrow button due to corroded keypad traces. No unexpected numbers ramping or scroll bar moving with no input noted. The insulin pump has cracked display window, cracked case at display window corner and cracked reservoir tube lip.